Manufacturer narrative:
The synchrony camera was loose at the z1 joint. Preliminary investigation confirmed that no cotter pin was present on the bolt. The cotter pin came out of the bolt due to excessive movement of the synchrony camera by the user of the system. The event was resolved by tightening the bolt and re-installing the cotter pin. There were no injuries as a result of this event.

Event description:
Loose synchrony camera on the ceiling and z1 joint side.